Event description:
Reporter indicated that a vns pt's generator and lead were explanted due to a superficial infection at the generator site.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.